Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels in the 50 mg/dl range. Reportedly, low bg levels were due to the customer's body digesting food slowly. Customer's health care professional adjusted the pump settings. Customer addressed low bg levels with orange juice, peanut butter, or sugar.